Manufacturer narrative:
The reported event of noise was confirmed. As received, a complete lead was returned in one piece. Final analysis found that the insulation was abraded at 17.0 ¿ 17.1 cm from connector pin. The abrasions were consistent with exposure to consistent with friction to the device can.

Event description:
It was reported that when the patient was having magnetic resonance imaging (MRI) performed, device interrogation showed that the right ventricular (rv) lead exhibited noise; some episodes were marked as high ventricular rate (hvr). Noise was reproducible with isometrics. All other electrical measurements were normal. No intervention was reported. The patient was stable and would continue to be monitored.

Event description:
New information received noted that the right ventricular (rv) lead exhibited noise that was reproduced with isometrics. The rv lead was explanted and replaced. There were no patient consequences.